Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure and/or product identification, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient enrolled in clinical study underwent right total hip arthroplasty (B)(6) 2002. A subsequent revision was performed (B)(6) 2007 due to pain. The troch claw and bolt were removed.

Event description:
It was reported that patient enrolled in clinical study underwent right total hip arthroplasty (B)(6) 2002. A subsequent revision was performed on (B)(6) 2007 due to pain. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information and to correct the revised product, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "postoperative bone fracture and pain."